Manufacturer narrative:
The insulin pump passed self-test, displacement test and communicated properly to carelink. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case and cracked battery tube threads.

Event description:
The customer reported via phone call of high blood glucose readings and no sensor alerts from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she started to use her sensors again. The customer stated that she is not hearing any alarms from the sensor. The customer stated that the alerts for the sensors never went off and it did not read in sensor alert history. The customer will be sent a replacement pump.